Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws stuck on the tissue after firing a clip. The surgeon forced the handle forward and removed it manually. They completed the procedure with a new like device. There was no patient consequence reported.

Event description:
The customer reported that the insulin pump alarmed followed by a blank display. Troubleshooting was performed. The customer stated that the device was exposed to water. The customer also stated that the case of the insulin pump may be cracked and moisture underneath the display was observed. No further information was provided.

Manufacturer narrative:
(B)(4). Orange indicator over traveled the analysis results found that one device was received in good visual condition. The device was cycled, fed and formed the remaining clips within manufacturing specifications. The device locked out as intended, but the orange indicator was visible at 12th firing sequence thus, it over traveled. However, this finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.